Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the button was pressed, activation was performed. However, even when pulling away, activation did not stop but continued.